Manufacturer narrative:
The bed-connecting strap has detached from the product where the box x stitch is applied. Observing the ends of those stitching threads through magnified glasses shows there is a combination of threads that appear to have been pulled and threads that may have been cut. The product is 13 months old at the time of this report. The box x stitch has been identified as the failure caused by broken or loose threads. However, the root cause of the broken or loose threads could not be determined based on the information provided by the customer. Historical review of the complaint database showed 6 other events where similar products suffered the same stitching/thread issues. Failure analysis showed possible causes was from wear and tear. No serious injury was associated with any of events. At this time, there is not sufficient evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states "before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook-and-loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged." Therefore, not corrective or preventive actions are necessary. All complaint are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer contacted us in regards to the stitching on the 2799 he has coming apart. Stitching on the webbing is coming apart causing the 2799 to come apart. The date the issue was discovered is unknown and no patient incident or injury was reported.